Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an over delivery and multiple pump error. Customer¿s blood glucose was unknown. Troubleshooting was performed for pump error and the customer stated that error was found. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be return for the analysis.

Manufacturer narrative:
The insulin pump was received with power error detected due to j6 connector resistance issue. Unexpected battery power loss not found during testing. Insulin pump passed the displacement test, sleep current test and active current test